Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of incident and 535 mg/dl at the time of call. Customer¿s other blood glucose level was 336 mg/dl and 534 mg/dl. Customer had to go emergency room. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and vomiting. Customer was treated with insulin injection. Customer stated she was kicked out of auto mode due to the hyperglycemia. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.